Event description:
A customer reported past occurrences of a cartridge leaking insulin and the pump presenting unexplained errors. The pump had exceeded its useful life of over five years. There was no adverse impact on the customer¿s blood glucose level. The customer declined customer technical support (cts) assistance, and no further information was provided regarding the outcome of the event.